Event description:
It was initially reported that the patient experienced pain at the implantable neurostimulator (ins) and end of lead sites. Turning the device off did not relieve the pain. It was noted that the patient did have an MRI about 2 weeks to 1 month ago but that the pain had stared a couple of weeks after the MRI procedure. It was clarified that the MRI procedure was performed on the head area and it was unknown if the ins was turned off during the procedure. Follow up information received from the healthcare professional (hcp) reported that the cause of the event was an MRI that was done on the patient¿s abdomen. The only intervention performed was noted as reprogramming. No hospitalization was required for the event and the patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va014tw, implanted: (B)(6) 2012,product type: lead. Product ID: 3093-28, lot# va014tw, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).